Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported via user facility medwatch form "removal of malpositioned hip prosthesis, right hip. Femoral stem was found in a retroverted position; it was removed and replaced."